Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed bicarbonate buffer test and failed due to high readings.

Event description:
It was reported that the insulin pump alarmed threshold suspend and customer blood glucose was not low. Customer stated that she entered her blood glucose and got calibration error then change sensor. Customer's blood glucose was 112 mg/dl. Troubleshooting was done for bad sensor alert and sensor and blood glucose reading differences. Advised the customer the sensors would be replaced. No further information provided.